Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported experiencing high blood glucose of 501 mg/dl. The customer stated that the insulin pump alarmed no delivery. It was stated that insulin did not exit during fixed prime but customer was then instructed to perform manual prime and insulin did exit. Fixed prime was performed again and customer stated that the insulin pump did not alarm no delivery but insulin did not exit the tubing. Customer was advised to revert to back up plan.